Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needles experienced difficulty drawing. It was reported by the customer that there are not able to draw up into the syringe. Not able to draw up into the syringe.

Manufacturer narrative:
H6: investigation summary; customer returned (97) 0.3ml, 31 gauge, 8mm syringes from lot 1347424. 30 of these samples were functionally tested by drawing water. Each of the syringes used were fully capable of drawing water into their barrels without issue. No damage to the syringes found and all functioned as intended. A review of the device history record was completed for batch# 1347424. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were two (2) notifications noted that did not pertain to the complaint. There was one (1) notification noted for cannula through shield. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of the syringes not drawing. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needles experienced difficulty drawing. It was reported by the customer that there are not able to draw up into the syringe. Not able to draw up into the syringe.